Event description:
Customer stated that during the treatment of a perforator vein, the rfs stylet catheter stopped working properly. The stylet was removed from the vessel and visual damage appeared at the tip of the stylet. A second device was opened and the treatment was finished with no patient injury. Investigation of the returned device on (B)(6) 2015 found a tear to the black outer approximately 2 cm from the distal tip. There is a small piece of the black outer section missing.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted.